Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not delivering insulin and that the customer experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl over the last 2 days. The customer stated that he was hospitalized due to a mini-stroke unrelated to diabetes. He advised that he was regulated in the hospital, but once he went home and returned to using the insulin pump, he began experiencing the device issues. The high blood glucose reading was 448 mg/dl, which he treated with insulin pens. The most recent blood glucose reading was 99 mg/dl. Upon troubleshooting, insulin did exit from the tubing during a manual prime, and no leak was found. Unable to complete troubleshooting due to lack of tubing clamps. The customer was advised to change the entire infusion set, reservoir and insulin. He advised that he would call back to troubleshoot when able. Nothing further reported.